Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported that buttons puffy and difficult to press. When battery was changed, the puffiness went away but buttons were still difficult to press. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The device passed leak test. The device was received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No button keypad anomalies or puffy buttons noted. The device powered up properly after battery installation. The device was received with operating currents within specification. The device passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. The device was monitored and no warm battery noted. Power management tool confirms the unloaded voltage and loaded voltage are within specifications. Pump downloaded properly. However, device was unable to connect with glucose sensor simulator, problem isolated to connector. No cosmetic damage noted.